Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 57 (mg/dl) after accidentally delivering 3 boluses. Although requested, no information was provided regarding low bg treatment; however, customer confirmed bg levels stabilized. System check with tandem technical support indicated pump was performing as intended. Also, a review of the data confirmed 3 boluses were delivered the day of the reported event.